Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented to the hospital for a system extraction due to infection, high, out of range pacing impedance was observed. The lead was explanted without complications. Plans were made to re-implant the lead once the infection clears.